Event description:
The symptoms started after the essure was installed. Slowly and steadily as time goes on. I find it interesting when my ob-gyn stated the essure was the only option to tubal litigation unless I was okay with a c-section. My doctor said it¿s been on the market for years and no serious side effects from this device. My insurance paid 100% for this essure procedure under anesthesia and yet when it now has been proven they are selling a defective device. Yet they can't muster up covering the cost and providing trained drs to remove the device. Just due to the fact it's been proven that if the essure is removed improperly by an untrained doctor, I could end up dead.